Manufacturer narrative:
Patient weight not available from the site. No evaluation has been performed. However, the archive used in the procedure was sent to medtronic for evaluation. Results are not available at this time.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) lead placement procedure, the confirmation image acquisition found that the leads were not in the same area as the planning on the initial MRI desired. A warning regarding gantry tilt was reported when merging exams. It was noted that the ventricles and other brain regions were all matched after the merge. It was found that the lead was place 13mm from the target, that the crw frame was bent by two millimeters at the center of the frame and that coordinates for the plan were improperly copied to a board. The lead placement was scheduled to be revised.

Manufacturer narrative:
Additional information: patient weight updated. (B)(6).

Manufacturer narrative:
Correction: procedure delay information. Device evaluation: the software investigation found that the site had written the coordinates from framelink on a board to set up the frame and some were written incorrectly from what the software reflected.

Event description:
There was no reported delay to the procedure due to this issue.